Event description:
It was reported, that a versacross connect laac kit was selected for use. During a watchman case to treat atrial fibrillation. While prepping, the devices prior to insertion into the patient. The dilator was prepped with a heparinized saline flush. The watchman fxd sheath valve was open, as the vx connect dilator easily went into the watchman fxd sheath. The j-tip mechanical guidewire component of the versacross connect laac kit was inserted into the dilator and resistance was noted. The wire got stuck / would not exit the tip of the versacross connect dilator. An attempt to remove the wire from the dilator, the wire separated/frayed. The procedure was completed successfully with a new versacross connect kit, without delay or further issue. The device is expected to be returned for analysis.

Manufacturer narrative:
It was indicated, that the device will return for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect laac kit was selected for use during a watchman case to treat atrial fibrillation. While prepping the devices prior to insertion into the patient, the dilator was prepped with a heparinized saline flush. The watchman fxd sheath valve was open, as the vx connect dilator easily went into the watchman fxd sheath. The j-tip mechanical guidewire component of the versacross connect laac kit was inserted into the dilator and resistance was noted. The wire got stuck / would not exit the tip of the versacross connect dilator. An attempt to remove the wire from the dilator the wire separated/frayed. The procedure was completed successfully with a new versacross connect kit, without delay or further issue. The device is expected to be returned for analysis.

Manufacturer narrative:
The field d2b pro-code was updated. The product has returned for analysis. Supplemental MDR is required to report investigation results. Analysis of the device (24aug2023) found that the distal section of the mechanical guidewire (mgw) was stuck within the distal tip of the vxa dilator. Confirmed unfurling of mgw in the vxa lumen. Ductile failure on mechanical guidewire was noted at the core mandrel. The failure is located on the distal transition section (critical geometry) of the core mandrel near the distal welded tip of the mgw. There are signs of necking and shear loading from the fracture site orientation (45 degres from axial loading direction) pointing to the ductile failure. It was confirmed blocked site near vxa distal tip. A blockage due to constricted or non-concentric vxa lumen section at ro coil location. The mgw distal tip was in spec. Cross section imaging of the dilator distal tip revealed a constriction of the lumen ID around the ro coil of the vxa dilator.